Event description:
Ongoing problems when using a soclean CPAP cleaning machine. I've had headaches since using the machine several years ago, but I didn't realize that the cause was the soclean machine. On (B)(6) 2023, I had sores in my mouth in 2 places and I looked online to see if the ozone from the soclean machine could be the source. Then I read that headaches are another possible problem caused by machines that use ozone to clean CPAP machines. I stopped using the soclean machine and began cleaning the CPAP with soap and water and the mouth sores cleared up. However, the biggest benefit of using soap and water instead of the soclean machine is that headaches have stopped. It was like turning off a switch, the improvement was so dramatic.